Manufacturer narrative:
(B)(4). Device evaluation: device evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on the product. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
Correction: please disregard 2023826-2015-01294 supp2 for claim #(B)(4). It was filed in error. Claim #(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Pt weight: unk. Device evaluated by manufacturer? No. Lens not returned. (B)(4). Method: (process evaluation): work order search. Results: (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion: (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -18.00 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to iritis. The lens was not exchanged for another lens.

Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): device history record review. Results: (evaluation result): upon review of the device history record, a conclusion can be drawn that nothing in the manufacturing and packaging processes is likely to have contributed to the complaint. Based on the information provided by the facility, the lens was not indicated to have been received damaged or defective. It is unclear if the lens itself caused or contributed to the onset of iritis. Therefore, no root cause can be identified. Probable causes for this event could include pre-existing patient issues or conditions. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, and device history record review, a specific root cause of the event could not be determined. (B)(4).